Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the manufacturer¿s representative (rep) reported the consumer was charging daily, which was more than they used to even though they hadn¿t been reprogrammed, switched to a new group, or increased their parameters. It was unknown if the consumer had any previous overdischarge events, but there were no falls or traumas reported related to the issue. It was noted d1 was programmed at 4.5 volts, 8-9-10, 240 pulse width, and a rate of 100. D2 was programmed at 5.5 volts, 0-2, 120 pulse width, and a rate of 100. The clinician programmer was used to perform an impedance check with d1 being 438 ohms and d2 being724 ohms with therapy impedances greater than 300 ohms. Recharge statistics showed the consumer was charging daily for 90-120 minutes at a time with full coupling, but not quite reaching 4.0 volts. It was further reported the consumer was getting a picture of a thermometer so a new antenna was going to be sent to see if it resolved the issue, otherwise they were going to replace the battery. As of (B)(6) 2016 the rep. Hadn¿t heard anything further from the consumer. No patient symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.